Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the patient had history of ventricular tachycardia before implant. No symptoms were noted, and hemodynamics was stable. The arrhythmia did not result in clinical compromise. X-ray, computed tomography, electrocardiogram, blood tests, and right heart catheterization (rhc) were performed. Results of the tests were not available. The arrhythmia in this event was thought to be due to underlying disease that led to left ventricular assist device (lvad) implantation. An implantable cardioverter defibrillator (ICD) had already been implanted prior to the lvad. The arrhythmia improved with direct current cardioversion and the patient was awaiting transplantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a persistent ventricular arrhythmia requiring defibrillation or cardioversion. It was unknown if there was a causal relationship between the event and the device. Reports of sustained ventricular arrhythmia can be viewed under MFR- 916596-2022-11940 and 2916596-2024-06318.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was later communicated that the patient had a history of ventricular tachycardia (vt) prior to implant; however, no symptoms were noted, the patient was hemodynamically stable, and the arrhythmia did not result in clinical compromise. It was communicated that the vt was thought to be due to an underlying disease leading to left ventricular assist device (lvad) implantation, and an implantable cardioverter defibrillator (ICD) had already been implanted prior to the lvad. The arrhythmia reportedly improved with direct current cardioversion. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they reportedly received a heart transplant on (B)(6) 2025 (reported under MFR # 2916596-2025-02820). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.